Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No delivery anomaly noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced symptoms such as nausea as result of high blood glucose. Customer was using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer stated that auto mode was used. Customer was alleging that the insulin pump was under delivering and they were able to perform high pressure test and test was passed. The insulin pump will not be returned for analysis.